Event description:
Procedure type: low anterior resection. According to the reporter: the stapler malfunctioned. No further information was available. It could not reported if surgery time was extended, if bleeding occurred or if there was any patient injury. The case was completed using a different device.